Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Two images were also submitted for evaluation. An optical signal loss error and a thermocouple error displayed when the returned device was connected to the tactisys quartz unit. Optical fibers 1-3 no longer met specifications for optical properties and no contact force was displayed. The distal tip of the catheter had been fractured and detached between electrode 2 and electrode 3 and all internal components had been fractured at this location, consistent with the observed error messages. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The event description states ¿the tip of the ablation catheter was found in the sterile packaging. The physician was unaware of the catheter status at insertion.¿ the tacticath contact force ablation catheter, sensor enabled instructions for use (IFU) step 2 in preparing the catheter for use states ¿inspect the electrodes and catheter carefully for integrity and overall condition.¿ step 10 states ¿confirm all irrigation ports are open,¿ which requires visual inspection of the distal tip. The IFU also warns ¿do not use the catheter if not working properly. Particular care must be taken to check functionality of irrigation and steering mechanism.¿

Event description:
During an ensitex atrial fibrillation procedure, it was noted that the catheter was missing the distal electrode pair. Following insertion, the catheter wouldn¿t zero and the connections were checked without resolve. When removing the catheter from the table, the distal electrode pair were noted to be missing. The tip of the ablation catheter was found in the sterile packaging. The physician was unaware of the catheter status at insertion. Another catheter was used to continue the procedure with no consequences to the patient.